Event description:
It was reported that this right atrial (ra) lead which is implanted in the left bundle branch (lbb) is fractured. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).